Event description:
Customer called to report damage to the insulin pump. Customer stated that the reservoir is cracked. It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 542 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window, a broken reservoir tube lip, a missing end cap sticker, missing reservoir tube o-ring and missing back address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.